Manufacturer narrative:
There is no available information regarding the event date therefore the bsc aware date was used. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the suture device misfired and the "needle" got stuck in a patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event most likely suggests that the dart detached and remained inside the patient. Should additional relevant details become available, a supplemental report will be submitted.